Event description:
It was reported to our sales representative that the device did not fit into the proximate wholes of the phn nail. Further it was reported that the operation was completed successful after using a 5.5 mm screw which fits into the nail. In addition he claimed that the surgery had a delay of 10 minutes.

Manufacturer narrative:
Evaluation summary: review of device history record (DHR) - a review of the manufacturing and inspection records for the locking screw revealed no discrepancies. Dimensional examination - the screw dimensions were found inside specifications. Functional check - complained screw was tested with a sample proximal humerus nail. The reported issue was reproducible: it was not possible to insert the screw into the threaded proximal nail holes of the sample nail. After that the screw was visually investigated. The reported issue was reproducible. The per was attributed to a process failure.